Event description:
Per the clinic, the patient experienced non-auditory sensation with stimulation and a lack of expected performance with device use. Per the patient's surgeon, the electrode array had migrated, and was found to be visible in the external auditory canal. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2013; during the same surgery the patient was reimplanted with a new device. This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
(B)(4).